Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) cuff due to a significant decrease in size of the urethra and atrophy. A 4.5cm cuff was explanted and a 4.0cm cuff was implanted. A patient outcome of fully recovered.